Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Yamamoto et al. 2025 - examination of the effect of different shapes of spontaneously dislodged pancreatic duct stents in preventing post-ercp pancreatitis ercp - total procedure time (min) 49 (16-113), time required for bile duct intubation (min) 25 (3-51), papilla procedure (pre cut/epst/est/none) 5/48/20/13, and successful bile duct intubation 57 stent migration into pancreatic duct. Stent migrated into the pancreatic duct during insertion.

Manufacturer narrative:
Device evaluation: this file was created from the attached article, " yamamoto et al. 2025 - examination of the effect of different shapes of spontaneously dislodged pancreatic duct stents in preventing post-ercp pancreatitis" this file captures 1 patient who experienced stent migration. The zimmon pancreatic stent evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, the zimmon pancreatic stent was subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label: it should be noted that the instructions for use (ifu0055) states the following: ¿this device is used to drain obstructed pancreatic ducts¿. The japanese packaging insert c-es0202 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This states the following: ¿remove this product from the package and inspect with particular attention to bends, kinks and breaks¿. There is evidence to suggest that user did not follow the instructions for use and/or label. Abnormal use was identified as zimmon pancreatic stent was placed to prevent post-ercp pancreatitis which is prophylactic off-label use as the stent was used to prevent a disease occurring rather than treating it. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. Zimmon pancreatic stent was placed to prevent post-ercp pancreatitis which is prophylactic off-label use as the stent was used to prevent a disease occurring rather than treating it. The stent migration could be attributed to either prophylactic use (no stricture to hold the stent) or patient pre-existing conditions. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed used. Definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. Zimmon pancreatic stent was placed to prevent post-ercp pancreatitis which is prophylactic off-label use as the stent was used to prevent a disease occurring rather than treating it. Additionally, the stent migration may be attributed to either the prophylactic use (as there was no stricture present to retain the stent) or the patient¿s pre-existing conditions. The complaint is confirmed based on customer and/or rep testimony. According to the medical advisor¿s input for patient outcome and severity, stent migrated into the pancreatic duct during insertion s=3. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental correction-complete report is being submitted due to completion of the investigation on (B)(6) 2025 to include updated imdrf codes.